Event description:
Follow information received reported that the patient was seen by their physician in (B)(6) 2012 at which time there was no event reported to them. The patient's ins system was interrogated on the same date where the follow device settings were reported: 7.5 volts, 330 pw, rate 28 hz, and 3 secs on - 2 seconds off. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient had heart palpitations since her internal neurostimulator (ins) was implanted in (B)(6). The patient stated she had a holster monitoring test that confirmed heart palpitations. The patient said that she did not have heart palpitations with her first internal neurostimulator (ins). An EKG was done before her replacement surgery and the ins was turned on during the EKG testing. The patient reported she felt palpitations all the time and cannot sleep because of it. The palpitations occurred all day and worsened in the evening. The patient was scheduled to see a cardiologist. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted:; product typ lead product ID 435135 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted:; product typ lead. (B)(4).